Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt reported that two weeks ago, they met with manufacturer representative. Pt said they had been having trouble with seeing settings not available and implant staying on. The rep addressed that issue at the appointment. Pt said that they used to have just one group, a. Pt said at the appointment, the rep set up different settings on group a and added another group b. Pt shared that now if they turn up intensity to either group a or b to the level where it would help them, they can feel it through their ribs on their right side (pt said implant is on their right side) and that it feels uncomfortable and is hurting. Pt said they thought they would get used to the new settings, but they are not. Pt said that if they turn down the settings on either group, it doesn't provide the relief they need. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep) reporting that the cause of the settings not available message was high impedances. The cause of the electrodes with high impedances are unknown. The cause of the patient feeling stimulation in their right side which was uncomfortable and painful was not indefinitely known. It was however reported that it was most likely due to the intensity level that was adjusted by the patient and lead location. The rep indicated that they had reached out to the patient since their original meeting and had not received a response back yet. No other information was known as of (B)(6) 2021. The rep indicated that they would plan to attempt to call the patient on (B)(6) 2021 to follow-up. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. Additional information was received from the manufacturer representative (rep) reporting that actions taken to resolve the patient¿s issue of feeling stimulation in their ribs on their right side was they turned the intensity down. The rep indicated that the patient had not contacted any manufacturer representative (rep) to their knowledge about this issue again. The specific impedances readings seen were reported to have been 40,000+ ohms on several electrodes (which ones were unknown at the time). The rep indicated that as of the last update they were able to program the patient around the high impedances to provide the patient with effective therapy.